Event description:
On 08/03/2009 the lay user/patient contacted lifescan alleging the one touch ultra smart meter read inaccurately high. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said that two days prior at around noon, she received a reading of 445 mg/dl. She also felt dizzy at the time. Due to the reading, she reportedly took 45 units of a 70/30 formulation of insulin instead of her usual 35 units. Then the pt was taken to the ER and was treated with IV fluids. The timeframe of the transportation to the ER and the treatment is unk but at 1:15 pm, she was tested on the meter on the hospital and obtained a result of either 245 or 215 mg/dl. The hospital also made a lab comparison with her meter and told her the readings were 144 mg/dl apart. The readings are unk. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The pt cleaned the puncture area correctly. The result was verified in the meter memory. The meter was set to the incorrect unit of measure. This complaint is being reported because the pt alleged the reading was inaccurately high, took additional insulin based on the result, and necessitated attention from healthcare professionals.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.